Event description:
Reporter submits statement that "plastic housing came apart after the biopsy procedure". The malfunction was noticed immediately and biospy gun was taken out of service before it was used for another procedure.======================manufacturer response for temno biopsy gun, (brand not provided) (per site reporter).====================== https://www.google.com/search?q=temno+biopsy+gun&tbm=isch&tbo=u&source=univ&sa=x&ei=qzwfuotjjuf94ap63ydyda&ved=0ceyqsaq&biw=1103&bih=768.